Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: the thv appears aligned too distal and past the alignment markers. The valve deployed in the descending aorta. The reported event for valve alignment difficulty was confirmed based on evaluation or provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, event description indicated that the valve past the alignment markers by mistake. Per the IFU and procedural manual, it is indicated to, slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap , and do not position the thv past the distal valve alignment marker to minimize the risk of improper thv deployment or thv embolization. As such, it is likely that during fine adjustment of the valve onto the inflation balloon, fine adjust wheel was mistakenly over rotated causing the valve to be positioned too distal on the inflation balloon. Available information suggests that use error (over alignment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards germany affiliate that during a transfemoral tavr procedure with a 26mm sapien 3 ultra transcatheter heart valve, the valve was positioned past the alignment markers of the 26mm commander delivery system and was not between markers before deployment. During the attempt to align, the balloon was advanced too far, resulting in the valve being implanted in the descending aorta. A second valve was subsequently implanted in the native aortic position. The final procedural outcome was reported as good, and the patient remained in stable condition following the intervention.

Manufacturer narrative:
Investigation is still ongoing.